Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID laser fiber was used during a laser ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber cracked and was broken. The procedure was completed with another flexiva (tm) ID laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.